Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. -visual inspection noted that the anchor and eyelet were not present in the suture anchor, biocomposite pushlock® sp 4.5 x 28 mm. -functional testing was not performed due to the missing components in the device. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during a surgery that the anchor did not separate from the driver as it was hit into the bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.